Event description:
(B)(4). Immediately after the device was inserted I was vomiting, leg pain weakness fatigue headache, pelvic pain, pressure, recurrent bacterial vaginosis, longer and heavy periods. Clots, pregnancy, arthritis, tooth problems. Back pain, rashes.